Event description:
The reporter stated the surgeon attempted to use a micl 13.2mm implantable collamer lens. Reported lens was received defective, with a torn haptic plate. It was noticed prior to loading the lens. No pt contact. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation: method - (other): lens work order search. Results: (other): visual inspection of the returned product found piece of haptic plate torn off and missing. A lens work order search was performed and no similar complaint was found within the work order. (B)(4).